Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft of the catheter broke. The physician met resistance while inserting the taxus express2 8.8% 2.50 x 8 mm drug eluting stent into the severely calcified circumflex. No pt injuries or complications were reported. The pt's status is reported as good.